Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced two events of kinked cannula on 15-feb-2025 and 16-feb-2025. The site of insertion was abdomen. Patient noticed within three or more hours of insertion. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.